Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it appeared intact. No anomalies were observed. There is no complaint information attached so is not possible to confirm any failure on the device returned. There is not a root cause to determine at the moment. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
Two saline mentor smooth round moderate profile 375cc breast implants were received by the mentor failure analysis lab on (B)(6) 2019 with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for the first of two devices.